Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. Customer's blood glucose (bg) level was greater than 240 mg/dl during the load process. The high bg level was addressed with changing the cartridge and resuming insulin delivery. The customer's bg level was in target range on the day of the reported event. Reportedly, the customer was able to load a cartridge successfully, and had manual insulin injections available as alternate insulin therapy.